Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04)- stem no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D1: revision femoral stem beaded fullcoat plus 12/14 neck taper - standard body size 12 12 mm distal stem diameter 200 mm stem length. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent removal of total hip prosthesis and insertion of temporary hip spacer. The revision of total hip arthroplasty performed approximately 1 year later with insertion of zimmer versys hip system size 12. The patient presented to doctor¿s office approximately 9 years later with increased right hip pain with unknown injury. X-ray showed a break in femoral component of the prosthesis. The patient underwent right total hip arthroplasty revision under the services of dr. North. The proximal broken stem was obviously loose from the prior trochanteric osteotomy, stem removed. Surgeon retracted prior osteotomy, which was not healed other than fibrous ingrowth. Distal portion of stem was also loose. Attempts have been made and no further information has been provided.